Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent mesh removal/revision on (B)(6) 2006. It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and (B)(6) 2007 and 1st stage interstim and 2nd stage interstim were implanted. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.